Event description:
User facility reported that when they withdrew the listed device from the pt, the safety mechanism would not activate; therefore, the needle remained exposed. No adverse effects to pt or user reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up report detailing the results of the eval.

Manufacturer narrative:
One used sample was returned for evaluation. Visual examination using the unaided eye and microscopy found no abnormalities or defects. The arm of the needle was pulled upon and found to lock into position with an audio click as described in the instructions for use. Device was found to function as designed, no problem found. Most likely the customer did not pull on the arm enough for it to engage (lock) into position.